Event description:
Additional review indicated that this file was reportable. It was reported that the pump displayed an error during update and the pump went to ¿stopped pump.¿ it occurred during integration. After reprogrammed the pump was updated successfully. The patient was unknown, and there was not symptoms reported. The health care provider indicated that the pump was running when the patient left. The drug was unknown.

Manufacturer narrative:
(B)(4).